Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had symptoms of swelling, incisional wound opening and pneumonia. The patient did not have meningitis. The infection was located and the lead track and a culture were obtained. Mrsa was cultured. IV and oral antibiotics were given and the total system was explanted. The infection had resolved.

Event description:
Additional information received reported the patient's explant took place longer ago than expected and happened on (B)(6) 2012.

Event description:
It was reported the entire right side system (lead, ipg, and extension) was replaced six months ago due to infection, per the manufacturing representative. The explant date was refuted by the healthcare provider¿s assistant noting nothing was explanted 6 months ago but the system was explanted in 2012 and the patient was re-implanted in 2014. Another explant date was reported 2013-(B)(6), this is the third conflicting date for explant but no information refutes an infection occurred. It was noted the patient was treated with antibiotics and later clear by infectious disease for re-implant. Patient outcome was not reported. Further follow-up is being conducted to obtain information regarding the infection, identification of devices explanted, and a confirmed explant date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37085-60, product type extension. Product ID neu_unknown_lead, product type lead. Product ID 3708660, serial# (B)(4), product type extension. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 37603, serial# (B)(4), product type implantable neurostimulator. Product ID 3387s-40, lot# va0611m, product type lead. Product ID 37085-60, product type extension. Product ID neu_unknown_lead. Product type lead. (B)(4).